Event description:
It was reported that (1) device was used during a laparoscopic colon procedure. It was reported by the affiliate that the endolinear cutter ets stapler was blocked during the operation, so it did not staple or cut. There was no consequence to the pt.